Event description:
There was an allegation of questionable bilirubin direct gen.2 results for 1 patient sample on a cobas 8000 cobas c 502 module. The initial result was 16.5 mol/l. On 30-mar-2026, the sample was repeated using a new reagent, and the result was 10.9 mol/l. The sample was repeated because the physician questioned the result, and qc had failed.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.